Manufacturer narrative:
The customer reported that they did not hear any alarm at the beside or at the central station and that they found the pt in asystole, resulting in the pt death. Based on the info received from the customer, the system did alarm. However, due to settings of the volume changed at the central station, they were unable to hear the alarms. Philips is in the process of obtaining additional info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4)

Event description:
The customer reported that they did not hear any alarm at the beside or at the central station and that they found the pt in asystole.